Event description:
Complainant alleged that while attempting to defibrillate a patient ( age and gender unknown) during a code, the device displayed a "bridge test failed" message. Complainant indicated that the patient subsequently expired.